Event description:
A report was received that the patient was unable to charge after an unrelated procedure in which electrocautery was used. The patient underwent an ipg replacement. The patient is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50, serial # (B)(4), (B)(4), description: linear st lead - 50 cm additional information indicates that the leads were replaced as well due to suspicion of being damaged because of electrocautery being used during another procedure. Device analysis indicates that the ipg passed all visual, electrical, performance tests performed. The device exhibited normal device characteristics. Visual inspection of the leads revealed that they were cleanly cut at the distal end. The proximal end portion of the leads were not returned. The damage to the leads is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient was unable to charge after an unrelated procedure in which electrocautery was used. The patient underwent an ipg replacement. The patient is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).